Event description:
Major pump unit(s) involved: blood pump; outflow cannula. Specific component(s) involved: outflow graft malfunction/malposition; intermittent obstruction by lv septal wall in diastole. Causative or contributing factor: no specific contributing cause identified. Intervention : reposition of outflow cannula; implant device type: lvad.

Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: outflow graft malfunction/malposition.